Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was received in original opened box, no sealed pouches, with the batch number of the complaint on the label. The device is bent. The t1 has been cut from the suture. The t2 has been pushed forward to the dimple. The variable depth straw has been trimmed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of sharp instrumentation. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifications, found the suture is required to be accompanied by a material certification of analysis for each lot used. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up for a meniscus repair surgery, before opening the aseptic packaging of the fast fix device, it was found the t implant fell off, suture was broken. A back up device was available to complete the procedure and a no surgical delay was reported. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).